Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a procedure, the video was reviewed and it was noticed that all of the video was not get recorded. The patient had ingested the capsule and was discharged from hospital without complication. The following day, an x-ray was performed to verify that the capsule was moving along the gastrointestinal (gi) tract; it was unclear if the capsule had reached the cecum. While viewing study, the capsule remained in the stomach while transmitting the video. The x-ray confirmed that the capsule did not exit the stomach and had traveled to the distal small bowel. The physician suggested that the patient undergo a second x-ray, however the patient refused. The patient confirmed to have bowel movements, but had not seen the capsule. Intervention is not considered to retrieve the capsule. No other known adverse events were reported.

Manufacturer narrative:
Device analysis the data file was returned for evaluation. The total time of the study was 8:00 hours as opposed to the recommended study time of 12:00 hours. According to the error file, the recording stopped due to low storage on the memory card. It was determined that the recording started 1:30 hours after the beginning of the study instead of 15 seconds which caused a higher number of frames than expected and reaching the 150,000 frame limit earlier than expected causing no space on the memory card for full study. If information is provided in the future, a supplemental report will be issued.